Event description:
On 09/30: customer reports female, age unk, having a lithotriptic procedure, stone laser, under general anesthesia when the fluoro failed. Customer rebooted the room and fluoro started working again, but shortly after, when attempting fluoro again, the fluoro failed. Customer rebooted the room and fluoro started working. Pt procedure was completed with approx 15 minutes delay. No reported injury.

Manufacturer narrative:
Field service engineer found a defective table tube detent switch. Fse replaced the switch and verified operation per service manual hf series generators, acceptance testing, and liebel-flarsheim technical publication. Infimed technical manual preventative maintenance instructions and, step 7-2 acceptance testing lf hydradjust plus dr service manual. System returned to full service by the customer.